Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: note the product use by date. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the circumflex artery the 3.25 x 23 mm xience xpedition stent was implanted in the patient anatomy past the expiration date of 13-aug-2015. Date of implant was (B)(6) 2015. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.